Event description:
It was reported that a user received an alert indicating freestyle libre 3+ sensor pairing failure with the ilet bionic pancreas; the user rescanned the libre 3+ sensor and the sensor displayed remaining warm-up time and proceeded normally. No clinical signs, symptoms, or conditions were reported. Outcomes included resolution of the pairing failure after re-pairing and rescanning, with no health impact. User support included guided troubleshooting and user education. Investigation of this case revealed a sensor communication interruption that was resolved through re-pairing, consistent with a pairing/connectivity issue without device hardware malfunction. It was concluded, based on previously established findings for similar reports, the cause was transient communication interruption resulting in pairing failure in which re-pairing constitutes the appropriate corrective action.